Event description:
It was reported that the pt expired and on autopsy, the filter was found in the pt's heart.

Manufacturer narrative:
The male weighing 430 pounds, was admitted with a pulmonary embolism. One day later, a trapease vena cava filter was implanted 5 to 6 cm below the renal veins. The diameter of the pt's ivc is unknown. The trapease filter is indicated for an ivc up to 30mm. It is unknown, if there were any intra or post-procedural complications. Ten days later, the pt remained in the hospital, due to an irregular heart rhythm and establishment of anticoagulant treatment. A cardiac cath was performed with normal results. The pt also underwent electrophysiology studies. One day later, the pt again had sustained v-tach. The pt underwent a second catheterization, which revealed the ivc filter to be in the proper position. The pt did not respond to cardioversion. CPR was performed, however, the pt expired. Autopsy revealed that the inferior vena cava filter was found in the right ventricle. The device is not available to cordis for evaluation. A device history record review cannot be performed, as the lot number was not provided. The hospital investigation concluded that when CPR was performed, the filter migrated to the right ventricle. In this case, it appears that external factors contributed to the reported filter migration/death.